Manufacturer narrative:
Due diligence was executed for this complaint. No additional information is available for the event at this time. Event date is unknown. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the castors of the device cart were damaged. There was no reported patient involvement.